Manufacturer narrative:
Evaluation summary: event that occurred is dark image. A DHR review was performed for the affected serial number of the product and no deviation or non-conformance was noted. Based on the investigation, a potential root cause of this failure is blood got on the cover glass of the fiber bundle at the tip, and the heat of the light caused the blood to clot. Residue (clotted blood) on the cover glass can cause the heat energy of the light to build up, resulting in a hot tip and possible irritation. A definitive root cause of the reported issue could not be identified. A corrective and preventive action (CAPA) is currently underway to address this issue. Based on the trend analysis, there is no significant increase in repair complaints for this failure mode/hazard, and no increasing trend. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was manufactured at pentax medical miyagi on 25-mar-2024 under normal conditions. During the process inspections, rework was performed to replace the global connector due to a scope connection failure. However, it was confirmed that the endoscope passed all required inspections and was released accordingly. The dates of approval for shipment and the actual date shipped were confirmed on 23-may-2024. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Deposits build up on the light guide lenses, which are heavily encrusted and appear to be burnt solid. This causes the image to become very dark and the examination cannot be continued. The physician urgently asks for the problem to be rectified as he considers it a risk to the patient if the image gets worse and worse during the examination and he can no longer see anything. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.